Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several inappropriate mode switches due to far field r wave oversensing was observed. Programming changes were discussed. It was later noted that patient did not presented to the clinic for evaluation and patient has not been rescheduled. Patient is stable.